Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery pack would not power on the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. As received, the battery would not charge. Upon eval the battery cell voltages were mis-matched at 3.628v, 3.711v, and 3.629v. The cause for the inability to power on a monitor is the mis-matched cells. The root cause for the mis-matched cells cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.